Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Sae# (B)(4). Allegedly, the patient started having lt hip pain 3 weeks after surgery. Multiple attempts to relief the pain with corticosteroid injections intra-articular with no success. The patient underwent a surgical intervention for release of the psoas tendon on (B)(6) 2018. The pain and weakness in the left thigh is still persistent. Additional information from clinical received on 26/10/2021 confirming that components were not revised.

Manufacturer narrative:
Section b.5: additional information in description.

Event description:
Sae# 051-027l-1, allegedly, the patient started having lt hip pain 3 weeks after surgery. Multiple attempts to relief the pain with corticosteroid injections intra-articular with no success. The patient underwent a surgical intervention for release of the psoas tendon on (B)(6) 2018. The pain and weakness in the left thigh is still persistent. Additional information from clinical received on (B)(6) 2021 confirming that components were not revised. Sae# 051-027l-2, patient has been experiencing left hip pain. He had psoas tendon release in 2018 (event 1) with no relief. Pain has persisted and on (B)(6), 2022, he underwent surgical exploration of the hip, synovectomy and revision of the femoral head and excision of heterotopic ossification. He was discharged the same day.